Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on ventricular high rates while patient was in the hospital for an unknown surgery. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.